Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support, the contact was instructed to load new cartridge and the pump requested a minimum of 50 units multiple times with multiple cartridges after filling the cartridges with insulin during the load process. It was indicated that the customer would use manual injections.